Manufacturer narrative:
The field service engineer (fse) checked the pump pressure, reaction cell volumes, and the overall operation that were acceptable. The fse ran a hardware check, a gluc3 precision, and a tpuc3 precision. The investigation determined that the calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 1 patient cerebral spinal fluid sample tested for gluc3 glucose hk and tpuc3 total protein urine/csf gen.3 on a cobas 6000 c (501) module. The initial gluc3 result was 5 mg/dl. The repeat result was 80 mg/dl and deemed to be correct. The second repeat result was 79 mg/dl. The initial tpuc3 result was 38.7 mg/dl. The repeat result was 105.6 mg/dl and deemed to be correct. The second repeat result was 106.1 mg/dl with a data flag. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 391051. The tpuc3 reagent lot number was 362863.